Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was not updated with full UDI information as requested since the device was manufactured before 2015. Updated fields.

Event description:
The following was reported to hamilton medical ag: the "low oxygen" alarm occurs when the o2 concentration is set to 100%. Immediately after setting, the reading is 100%, but then it goes down to 94-95%. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the "low oxygen" alarm occurs when the o2 concentration is set to 100%. Immediately after setting, the reading is 100%, but then it goes down to 94-95%. No patient harm or consequences.